Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: tr45g, lot # m4ha77. Lot #: m4ha77; batch #: m52a81; manufactured date: 01/31/2015; product exp. Date:12/31/2019. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch #: m5297z; manufactured date: 01/29/2015; product exp. Date: 12/29/20. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Batch #: m5286h; manufactured date: 01/27/2015; product exp. Date: 12/27/2019. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Three photos were provided: picture one and three shows the tyvek of a tr45g reload, lot# m4ha77. Picture two shows the distal part of the anvil, with a green cartridge lodge into the channel. The cartridge appears to be partially fired, as several staples seem to be malformed at the proximal side of the reload. Based on the visual evidence provided in the photos, no conclusion could be drawn. Device analysis may provide the evidence necessary to determine the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the product code of the stapler used with the tr45g (ats45, etc.)? The stapler code is ats45. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Regarding the incident with the patient, the doctor sutured the region / place not stapled at the time of surgery, not affecting the final result. The patient is well / at condition. Everything is alright.

Event description:
It was reported that during a sleeve procedure, during the first stapling, the green load cut but did not staple with consequent opening of the stomach. The procedure was completed by replacing the load. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that two tr45g reloads were received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.